Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, after cutting one string to disengage the anvil from the tubing, the second string had to be cut to be released. There was no patient injury.